Event description:
It was reported that a patient underwent a cardiac procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. Initially, it was reported that during the operation, the force values displayed were high. A second device was used to complete the operation. There was no adverse event reported on patient. The force issue was assessed as non MDR reportable. The risk of patient harm is considered remote. The biosense webster, inc. Pal received the device and per the evaluation completion on (B)(6) 2025, a hole was observed on the pebax surface. This was assessed as MDR reportable with an awareness date of (B)(6) 2025.

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection, and force test were performed following j&j medtech procedures. Visual analysis revealed a hole in the surface of the pebax. No foreign external material inside the pebax was observed during the analysis. The device was connected to the carto 3 system, and it was recognized and visualized; however, error 106 was displayed on the screen. Then, the handle was dissected, and sensor pads were measured, and they were found to be out of specifications due to an open circuit on the tip area. In addition, the device was dissected at the peek housing section and insufficient adhesive was observed on the wires. This could be related to the open circuit observed; however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device 31311984m number, and no internal actions related to the reported complaint condition were identified. The force sensor error reported by the customer was confirmed. The root cause of the adhesive condition is traced to the manufacturing process. An internal corrective actions are being implemented to address manufacturing opportunities. The hole on the surface observed during the test of the pebax was unrelated to the reported event by the customer. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instruction for use (IFU) contains the following warnings and precautions: if the catheter has not reached a steady state condition, there is potential for a zero-offset drift to occur which could result in an inaccurate contact force reading. Always zero the contact force reading following insertion into the patient or when moving the catheter from one chamber of the heart to another. Ensure the catheter is not in contact with heart tissue prior to zeroing. To ensure proper operation of the contact force sensor, the tip electrode and the two distal ring electrodes must protrude from the distal tip of the guiding sheath. About the pebax damage, the instruction for use (IFU) contains the following warnings and precautions do not use excessive force to advance or withdraw the catheter when resistance is encountered. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. Do not use this catheter with a long sheath or short introducer < 8.5 f in order to avoid damage to the catheter shaft. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).